Event description:
The stent deployed prematurely from the sheath. The physician used a snare to retrieve the stent.what was the original intended procedure?booked as: agram, angio, sma celiac, pta and stent messintary.